Manufacturer narrative:
Per the user guide: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:slim system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been using the pump to deliver solu-cortef hormone. The customer was not diabetic. The customer understood that the pump was not designed for hormone therapy and is off-label. Customer reported that intermittently, pump insulin gauge was inaccurate. Pump system check with tandem technical support confirmed fill estimate was inaccurate. Customer loaded a new cartridge.